Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
A 26 mm ultra delivery system with two esheaths (16f and 14f) were returned with no identification or associated complaint.  During pre-decontamination evaluation, a radial and longitudinal burst was observed on the 26 mm ultra delivery system and the tip of the 16f esheath was observed to be broken and missing. Note: this description pertains to the balloon burst findings.

Manufacturer narrative:
Additional information: h6 and h10. Section h10: the delivery system was returned to edwards lifesciences for evaluation. The device underwent visual and functional analysis. During visual inspection, the balloon was observed to have burst both radially and longitudinally. No balloon pieces appeared to be missing. During dimensional testing, single wall thickness of the inflation balloon was measured near the observed burst. A thin wall could leave the balloon more susceptible to bursts and may be indicative of a manufacturing non-conformance. The balloon single wall thickness at all measured locations were within specification. Due to the returned condition of the device (inflation balloon burst), no relevant functional testing was able to be performed. The complaints were confirmed visually. No procedural photographs, videos, or imagery was provided to edwards lifesciences for review. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event no device history record (DHR) or lot history review was able to be performed and the lot number was not provided. Review of complaint history november 2018 to october 2019 for the ultra delivery system (all models and sizes) revealed additional returned complaints for the complaint code. No manufacturing nonconformances were found during the evaluations. The ultra delivery system is a newly commercialized device; therefore, control limit has not yet been established. Per the post-market surveillance plan, review of complaint history from august 2019 to october 2019 revealed the trigger for trend review has not been met for the complaint code. The ultra delivery system instructions for use (IFU), the device prepping manual, the procedural training manual and the device training manual for ultra delivery system with esheath were reviewed for instructions involving the device usage. Based on a review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by visual inspection on the returned device. However, no manufacturing non-conformances were identified. Based on a review of the complaint history, there was no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Based on complaint history, it is possible that the balloon interacted with calcification upon inflation, and the calcium punctured the balloon. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement or stress concentration. As such, based on complaint history and previous investigation, patient factors (calcification) and/or procedural factors (over inflation of the balloon) may have contributed to the reported event. No IFU/training manual deficiencies were identified. A product risk assessment was previously initiated per management discretion to investigate the balloon burst issued and its associated risks. A CAPA was previously initiated to address ultra balloon burst.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2019-04080.